Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebv2486 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that catheter was placed in the right basilica vein on (B)(6) 2018. While administrating nutritional fluid on (B)(6) 2018, the patient¿s clothes were wet and nurse confirmed a leak. The nurse used the ¿green cramp¿ that was attached to the device to stop the leak. Catheter was removed on (B)(6) 2018. There was no reported patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak was confirmed and the cause appears to be use related. The product returned for evaluation was 5 fr d/l groshong PICC. The damage observed in the returned sample was characteristic of over-pressurization (burst) damage. This can occur through the use of syringes smaller than 10ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. The returned product sample was evaluated and two splits were observed near the 51cm depth mark. This catheter damage was typical of a burst, and the characteristics observed which supported this type of failure included: 'c' shaped split. Tensile weakness at the fracture site (due to material ballooning prior to burst). Granular fracture surface texture (typical of tearing failure modes). The product IFU states, ¿catheters that present resistance to flushing and aspiration may be partially or completely occluded. Do not flush against resistance. If the lumen will neither flush nor aspirate and it has been determined that the catheter is occluded with blood, a declotting procedure per institution protocol may be appropriate.¿ an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. A lot history review (lhr) of rebv2486 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that catheter was placed in the right basilica vein on (B)(6) 2018. While administrating nutritional fluid on (B)(6) 2018, the patient¿s clothes were wet and nurse confirmed a leak. The nurse used the ¿green cramp¿ that was attached to the device to stop the leak. Catheter was removed on (B)(6) 2018. There was no reported patient injury.